Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated between the ranges of 250-350 mg/dl over a duration of 2 days. Customer treated elevated bgs by administering a correction bolus using the pump. System check was performed with tandem technical support and the pump performed as intended, however it was determined that the customer was changing the cartridge every 3 days, instead of every 2 days as labeled for use with humalog. Recommendation was made that the customer change out the insertion site and consult with their healthcare provider.